Event description:
It was reported that during a resection of stomach by using a device with blue reload, the staple line and the surrounding site of resected stomach after firing of the gia was noticed immediately by the surgeon that the reload did not fire (malfunction) just done the cutting , after the stapler was removed there was leakage with moderate bleeding of approximately 20 to 30 ml. Hemostasis done by suturing using vicyl 2-0. Bleeding was controlled. Part of stomach was out at 11h12. Operation ended at 11h18. Patient was extubated at 11h22. Patient was transferred to pacu in stable condition.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will this device be returned? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?